Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the guide catheter became kinked and could not be retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; kinked working length of the stent.

Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed the working length of the push catheter was buckled near proximal end. The proximal end of the guide catheter was stretched with distal end remaining inside the push catheter. The suture was intact to the delivery system and was unbroken. The working length of the stent was kinked near the proximal barb. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.